Event description:
A pediatric pt was admitted to the intensive care unit (ICU) in 2005 and was placed on crrt the next day at 21:00. On the following day, the treatment was stopped for unknown reasons, but treatment was reinitiated at noon. That same day at 18:20, the prisma system alarmed dialysate scale malfunction. The pt treatment was suspended. The nursing staff attempted to calibrate the dialysate scale. Scale calibration was unsuccessful. The nurse pulled the machine from service. The pt expired 5-hours later due to other medical conditions.